Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The diabetes management consultant reported via phone call that the customer was deaf and was receiving motor error alarms and no delivery alarms on the insulin pump. Customer was communicating with the diabetes management consultant over text messages. Customer first received a motor error back on (B)(6) 2015. Customer also experienced a no delivery alarm around that time frame. Customer is currently deaf and home alone. Diabetes management consultant stated that she does not have the pump. Caller was advised to have the customer call with a family, friend, or neighbor that could assist with calling to troubleshoot over the phone with the pump.